Event description:
The account alleged that the brake casters spring back when in brake. The brakes will not hold. No injury reported.

Manufacturer narrative:
The account replaced all brake casters and the brake rocker arm to resolve the issue.